Event description:
While performing onsite service for the device, the philips field service engineer (fse) discovered that the a/c leds would only energize when the a/c module was plugged in without the battery. Furthermore, the fse noted that the mrx would not beep when the a/c module was disconnected from the unit. There was no reported patient involvement/adverse patient impact.